Event description:
A user facility registered nurse (rn) reported to fresenius that blood was visually observed leaking from the blood pump tubing segment of the custom combiset bloodlines during a patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with the rn and a patient care technician (pct). The reported issue occurred "early on" into treatment. The pct visually observed the reported issue. The 2008t machine alarmed with an air detected message. Treatment was paused. The patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was not provided. The patient did not experience a serious injury or require medical intervention. Treatment was restarted and successfully completed on the same machine with new supplies. Upon removing the bloodlines from the machine a hole was identified in the bloodlines. The pct stated there were no issues noted with the bloodlines prior to the event. There were no loose connections or issues identified during prime. Additionally, no issues were identified with the blood pump on the machine. The machine remains in service performing hd therapy without issue. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility registered nurse (rn) reported to fresenius that blood was visually observed leaking from the blood pump tubing segment of the custom combiset bloodlines during a patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with the rn and a patient care technician (pct). The reported issue occurred "early on" into treatment. The pct visually observed the reported issue. The 2008t machine alarmed with an air detected message. Treatment was paused. The patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was not provided. The patient did not experience a serious injury or require medical intervention. Treatment was restarted and successfully completed on the same machine with new supplies. Upon removing the bloodlines from the machine a hole was identified in the bloodlines. The pct stated there were no issues noted with the bloodlines prior to the event. There were no loose connections or issues identified during prime. Additionally, no issues were identified with the blood pump on the machine. The machine remains in service performing hd therapy without issue. The sample was discarded and is not available to be returned to the manufacturer for physical evaluation.